Event description:
Customer reported that she was hospitalized for high blood glucose. During troubleshooting customer reported multiple motor error alarms. Advised customer to disconnect and return pump for analysis.